Event description:
Medtronic is investigating production failures related to metal shavings found in a circut board connector header.it may be possible for metal shavings in the connector header to cause a failure of the defibrillator to charge or to dischage.there have been no confirmed failures of distributed devices related to this issue.